Event description:
The reporter stated that the set did not infuse during administration of hyperal at 20 ml/hour. The tubing and pump had been used for greater than 24 hours but less than 48 hours. The rn noted 40 mp present in the burette at 08:00. At 10:00, 36 ml remained. The tubing was changed to another channel however it still did not infuse. Another pump was tried with no change. The rn did note that precipitate was present in the line. The patient's weight decreased from 7.5 kg to 7.3 kg with no urine output for 12 hours and electrolytes slightly off. The patient's condition improved after the set was removed. No significant impact was noted.